Event description:
Customer reported discrepant abo result reports on the galileo reflexfwdabo assay. Initial sample testing resulted as an o, weak d pending (no weak d testing was performed). The sample was re-tested and resulted as a negative. The patient has a historical type of a negative.

Manufacturer narrative:
Review of instrument images: 9 original sample galileo. Anti a (a07)= 10 no agglutination. Anti b(b07)=2 no agglutination. Anti d4(c07)= 1 no agglutination. Monctl(d07)= 2 no agglutination. Mix well(e07)= 10 no agglutination. Int= o weak d pending. Repeat testing original sample galileo. Anti a(a06)= 90 agglutination. Anti b(b06)=4 no agglutination. Anti d4(c06)= 4 no agglutination. Monctl(d06)= 4 no agglutination. Mix well(e06)= 18 no agglutination. Int= a pending. The galileo operator manual states: forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history. The customer did not return sample for further serological testing.